Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 7 xb alarm sounded when the tube for insufflation was set and it was inactive. Similar event had occurred before and a replacement was used to complete the procedure. It may be the failure of the insufflation port of the one-way valve. No patient injury was reported.

Manufacturer narrative:
Internal complaint number trackwise # (B)(4). Autonumber # (B)(4). The vv7 cannula was not returned for investigation. The btt was returned for investigation. A visual inspection was conducted. Signs of clinical use and no evidence of blood were observed. There were no nonconformance observed to the co2 insufflation port of btt. The btt was evaluated. The btt balloon was inflated with air and there were no holes or leaks visible. Air was released from the balloon and the balloon retained its normal size. Based upon the returned condition of the device and the results of the investigation, the reported complaint " infusion or flow issue " was not confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 7 xb alarm sounded when the tube for insufflation was set and it was inactive. Similar event had occurred before and a replacement was used to complete the procedure. It may be the failure of the insufflation port of the one-way valve. No patient injury was reported.